Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket wire broke while the users were attempting to crush a stone in the bile duct. The basket wire was said to have broken at the end when the users attempted to crush the stone with the emergency lithotriptor. The pt reportedly required surgical intervention. The stone and broken basket were said to have been removed.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that the breakage occurred at the connection between the pipe and the basket wire, and at about 40 mm from the distal end of the basket wire. The broken section was extended. There were no abnormalities noted on the outer diameter of the broken basket wire. Based upon the results of the investigation, the original equipment manufacturer (OEM) concluded that the reported phenomenon occurred due to excessive force applied to the device in the attempt of crushing a hard stone. The manufacturer (OEM), and no irregularities were noted. This report is being submitted as an MDR in an abundance of caution.